Event description:
Attorney's report of pt's body giving rise to a small bowel fistula and a persistent infection, causing her severe pain. After less invasive methods failed to resolve her symptoms, the mesh was explanted. During the surgical procedure, the surgeon reported finding the mesh had rolled inward and evidence of extensive adhesions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit follow up report when/if product is returned for eval or add'l info becomes available.